Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During evaluation of the product, multiple holes were found in the package.

Manufacturer narrative:
(B)(4). Actual suture and packaging was returned for evaluation. Visual inspection revealed wrinkled and multiple holes in the cavity of the package. This defect was not caused in the manufacturing process. No conclusion can be reached on how the package was damaged. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.